Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection or high blood glucose. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/2016. Using the pod 5 / page 44: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the cannula caused a cellulitis infection on the skin of the pod insertion site. The patient¿s blood glucose also reached 320mg/dl while wearing the pod on his arm for between 4 and 24 hours. He saw the doctor and the area was cleaned. A topical antibiotic was also placed onto the affected skin area. The patient was prescribed mupirocin topical cream to apply twice a day for one full week as well as cephalexin to take orally three times a day for a full week. He was going back to the doctor¿s office to have the area drained. Additionally, the nurse kept giving the patient correction boluses due to his high blood glucose.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an infected site or high blood glucose levels. The pod was found to have completed sterility within specification.